Event description:
The international distributor reported the ventilator displayed a battery failure message and would not operate in battery mode. The distributor requested a battery for replacement to correct the reported problem. The device was not in use on a patient therefore there was no patient involvement or harm. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if use. Proper care, maintenance and testing should be performed when using battery power sources. Per the device operators manual, to reduce the risk of power failure the user must pay close attention to the battery charge level. The battery operation time is approximate and is affected by ventilator settings, discharge and recharge cycles, battery age, and ambient temperature. Battery charge is reduced at low ambient temperatures or in situations where the alarm is continuously sounding.